Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during a follow-up high capture threshold was noted. Stored egms showed multiple rv oversensing episodes, due to noise. The noise was not reproducible with isometrics. Lead was explanted.